Event description:
It was reported that the serial number of the programmer label does not match the internally programmed serial number. The programmer was returned to the manufacturer for analysis. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, a new pin is required. It was also noted that there was a small deviation on the touch screen and calibration did not solve the issue. As a result the touchscreen was replaced. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results.